Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided. The first photo showed a yellow lens adhered to the inside of a lens case lid with viscoelastic. Both haptics were broken-gusset area, broken portions not in picture. The second and third photos showed the same image. The lens case lid was shown from the label side. The yellow lens was beside the lens case lid. Viscoelastic was visible on the lens. Both haptics were broken-gusset area, broken portions not in picture. The optic had been cut from the edge through the center typical of removal. A determination for the cause of the haptic damage cannot be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens (iol) implantation surgery the lens came out of the cartridge with one haptic broken. The physician was unable to implant the damaged iol which had to be removed into two parts. The patient was waiting for another lens implantation surgery.

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned. Photos were provided that show a yellow lens with viscoelastic on it, and both haptics broken-gusset area. The optic had been cut from the edge through the center typical of removal. A determination for the cause of the haptic damage cannot be made from the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photos, the haptic is broken and clinical solution appears to be present on the lens. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the company combination used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).